Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that patient experience recurring incontinence leading to the procedure. During the procedure the aus was noticed to be leaking. The patient was said to be good after the procedure. No more information available through physician. Should additional information become available, it will be provided.